Event description:
This is being turned in as a safety concern related to packaging of devices. Reported to risk that the surgeon was performing a procedure and asked for a balloon. A representative opened and handed to the surgeon a balloon stent system device. This was inserted into the patient and balloon dilated. Once the balloon was inflated it was discovered that the device was a combo device (balloon and stent). This was not visible to anyone until the stent was deployed. The surgeon had to take measures to secure the stent so it would not migrate. The stent was secured with another stent deployed over the previous stent to hold it in place. The concern here is that the term balloon and dilators are used interchangeably and the only place on the packaging to see this is one place on the front of the package. If someone is not familiar with the devices it can be over looked. If this was placed on the side and terminology would be similar there would be less confusion. To this case I do not have lot number, or other identities. Pictures are blurry.